Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had difficulty for sterilized water to get in after insertion with operation. When tried to remove it halfway, the sterilized water cannot be drained, making removal difficult.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. No actions can be taken at this time since a root cause was not identified. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Strong resistance was observed during inflation. Attempted to deflate balloon passively using returned syringe and only 2.5 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and 9ml could be withdrawn. Dissected balloon and found that the notch was not perforated completely. Observed silicone piece covering notch. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had difficulty for sterilized water to get in after insertion with operation. When tried to remove it halfway, the sterilized water cannot be drained, making removal difficult.